Manufacturer narrative:
Initial MDR report tw (B)(4)/medwatch 2249723-2023-00689 was submitted containing a blank ¿date received by manufacturer¿.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had the knob for the helium tank valve that had a broken chain.

Manufacturer narrative:
Investigation results: it was reported that cardiosave intra-aortic balloon pump (iabp) unit had broken helium knob chain. Getinge field service engineer (fse) confirmed the issue was resolved by replacing d366-00-0092 knob helium tank valve. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. There was no patient involvement.

Event description:
It was reported that during preventive maintenance performed by a getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) knob for the helium tank valve had a broken chain. There was no patient involvement.